Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and rupture. Patient representative reported ¿left breast implant was found to be ruptured and capsule filled with floating silicone¿, ¿at risk for developing bia-alcl from the sloughed off particles of the textured allergan implant that likely remain in the breast capsule¿, ¿mal-positioning¿, ¿suffered injuries from being implanted with allergan¿s biocell textured breast implants including rupture, capsular contracture, pain, increased risk of bia-alcl diagnosis, fear, stress, and anxiety from believing they may develop alcl, medical testing and procedures, and surgery to remove the recalled devices.¿ the device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and rupture. Patient representative reported ¿left breast implant was found to be ruptured and capsule filled with floating silicone¿, ¿at risk for developing bia-alcl from the sloughed off particles of the textured allergan implant that likely remain in the breast capsule¿, ¿mal-positioning¿, ¿suffered injuries from being implanted with allergan¿s biocell textured breast implants including rupture, capsular contracture, pain, increased risk of bia-alcl diagnosis, fear, stress, and anxiety from believing they may develop alcl, medical testing and procedures, and surgery to remove the recalled devices.¿ the device has been explanted.